Event description:
It was reported that patient underwent a total knee arthroplasty procedure that utilized a box reamer on (B)(6) 2015. During the procedure, the tip of the reamer fractured. There was no delay in procedure, patient did not retain foreign body, and the instrument did not fracture in the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Based upon analysis of the issue, it has been determined that the cause of the event is due to improper surgical technique.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.